Manufacturer narrative:
(B)(4). Section d4: device identification details were not received. Section g4: the rt212 breathing circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The subject rt212 breathing circuits have been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan that two rt212 adult single heated breathing circuits failed the ventilator leak test prior to patient use. The healthcare facility identified an air leak from the water trap area. There was no patient involvement.

Manufacturer narrative:
(B)(4). Section d4: device identification details were not received. Section g4: the rt212 breathing circuit is not sold in the USA, but is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Section h11: method: the subject rt212 breathing circuits were returned to fisher & paykel healthcare in new zealand where they were visually inspected and leak tested. Results: visual inspection of the returned devices confirmed no damage to any part of the breathing circuits. Leak testing of the first device confirmed that the device was within specification. Leak testing of the second device confirmed that the circuit was out of specification. Further investigation confirmed that the leak was coming through the seal between the lid and the bowl of the water trap. Conclusion: the reported leak was confirmed on one device due to an assembly error. There was no fault found with the other returned device. The water trap of the breathing circuit consists of two parts, a lid and a bowl, which can be separated to allow the caregiver to empty the water trap. The user instructions that accompany the rt212 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan that two rt212 adult single heated breathing circuits failed the ventilator leak test prior to patient use. The healthcare facility identified an air leak from the water trap area. There was no patient involvement.